Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed evidence that the user attempted to discharge the device through the front panel on the device while the external paddles were connected. The device appropriately prompted the user to "use paddle discharge". When the external paddles are connected, the options available through the front panel of the device are locked and are only available to the user through the external paddles controls. This is a design saftey measure to ensure the operator of the external paddles is the only person capable of discharging the energy.analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed to discharge via external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.